Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The pump passed the self test and displacement test. Moisture damage was found on the electronic assembly, motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. No unexpected vibrate alerts noted during testing. The pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was vibrating and beeping and the screen was blank and nothing is on it after moisture exposure. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.